Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descendind artery, guidewire support was lost. Upon an attempt to withdraw the sds, the stent became dislodged from the balloon catheter and embolized to an unknown location in the pt's body. The physician attempted to advance a second coronary stent with delivery system to the target lesion site; however, the distal portion of the stent reached the target lesion site but the proximal portion of the stent remained in the ostium. While attempting to further advance the stent, the stent became dislodged from the balloon catheter and embolized to an unknown location in the pt's body. Both sds's were withdrawn from the pt without further complication. Attempts to locate the two stents utilizing fluoroscopy of the neck and several coronary angiograms were unsuccessful. No attempts were made to retrieve the stents. A balloon angioplasty was subsequently performed. There were no clinical sequelae reported relative to this event.